Event description:
This is the third report of three from the same facility. The report involves a cam01. This cam01 was used during a training session that was scheduled as a result the event that occurred with MFR report numbers 8010219-2013 ((B)(4)) and 2023988-2013-00023 ((B)(4)). The event was described as follows; the clinical educator used the cam01 monitor to provide an in-service training for the theatre staff and intensive care unit nurses and during this training she noted that the monitor was not "dumping" intracranial pressure trend info when the 1104 b catheter was disconnected and re-connected intermittently or after a period of --2 hours of disconnection. There was no injury or delay involved with this event as this occurred during a training session.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.